Event description:
A cranial biopsy was planned to be performed with the aid of brainlab cranial navigation system. During the procedure the surgeon: registered the patient's anatomy with the navigation system, resulting in a statistically good match planned the trajectory by adding an offset to the pointer of the navigation system. Draped the pt, switched the navigation reference arrays and made an incision. Detected an inaccuracy of about 8-10mm decided to continue the surgery with the aid of navigation by bearing the inaccuracy in mind. Performed the biopsy with the aid of navigation. The surgeon took samples from the patient's brain tissue, that were thought to be tumor tissue. However, the resected samples were normal brain tissue. No adequate tissue samples could be retrieved during that surgery. According to the hospital there were no negative clinical effects for this specific patient and there is no add'l surgery planned for this patient.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, although the corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. There was neither serious injury nor negative clinical effects to the patient reported to brainlab by the hospital. The root cause for the reportable inaccuracy is most likely a shift between the navigation reference array and the patient's head, caused by an instable fixation of the reference array due to a worn reference arm. Further a misinterpretation of the views provided by the brainlab cranial navigation system might have partially contributed to the alleged inaccuracies. Despite the surgeon has detected the inaccuracy with the according verification functionalities of the navigation software available and; therefore, was aware of it, in this specific situation the info provided by the navigation system may have mislead the surgeon. The brainlab navigation system solely provides assistance to the surgeon and does not substitute or replace the surgeon's experience and/or responsibility during its use. According to brainlab measures to reduce this anticipated potential risk to be as low as reasonably practicable are already in place. Brainlab intends to offer a replacement reference arm hardware and an add'l training to this hospital. Regarding awareness date: brainlab received a first info regarding this surgery on (B)(4) 2013; however, the actual info of the potential risk to patient health in correlation with the brainlab device was received on (B)(4) 2013.